Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit. However, the complainant¿s experience of hairlike particulate could not be confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event.

Event description:
Name of procedure being performed na (incoming inspection). Detailed description of event: [name] incoming inspection po#: (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: september 3, 2021. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. Hairlike object in pouch - cff03 lot#: 1419606 (1 ea). Patient status: na (no patient involvement). Type of intervention na (incoming inspection).

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] incoming inspection po# (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: september 3, 2021. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. Hairlike object in pouch - cff03 lot # 1419606 (1 ea) patient status: na (no patient involvement). Type of intervention na (incoming inspection).